Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adaptor became disconnected from the catheter. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 3 of 3.